Event description:
During a angioplasty procedure, the maverick2 monorail ptca catheter balloon ruptured at 9 atms on inflation. The number of inflations and to what atms is unk. The lesion being treated was in the left anterior descending (lad) coronary artery. All concomitant using products were unk.